Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a low blood glucose of 160 mg/dl. The customer alleged the insulin pump was over delivering insulin due to blood glucose continuing go down. Customer stated that was using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that last set change insulin was dripping or squirting from end of set before connecting at their site. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.